Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This event occurred upon power up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed there were previous service events that were related to the reported condition. During previous service the batteries and harness were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to depletion of the main batteries. The main batteries and battery harness were replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.